Manufacturer narrative:
Date sent to the FDA: 12/15/2020. Additional information: a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the procedures were completed successfully? What was used to complete the procedures? Did the patients suffer from any consequence due to this issue (pull off suture needle)? Is there any photo available for visual analysis?

Event description:
It was reported that a patient underwent a dental procedure on an unknown date and suture was used. During the procedure, the suture got detached from the needle. There were no adverse patient consequences reported. Additional information was requested.